Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of the medium-large clip applier instrument were not aligned and caused difficulty applying the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 12/12/2025: it appears that the issue was caught early in the process and not during the interoperative application. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip. A backup clip applier was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.